Event description:
It was reported that the patient states he is experiencing urinary incontinence with his artificial urinary sphincter (aus) device 14 years after implant. Patient liaison provided assistance to find a urologist. The patient will schedule an appointment with a physician.

Event description:
It was reported that the patient states he is experiencing urinary incontinence with his artificial urinary sphincter (aus) device 14 years after implant. The device exhibited fluid leak. Patient liaison provided assistance to find a urologist. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.